Manufacturer narrative:
A risk assessment performed determined the covid-19 tma result must be used in conjunction with clinical observations, patient history and epidemiological data, when making a diagnosis. The assay result must not be used in isolation. In the incident observed, the correct protocols were followed, and when the clinical observations conflicted with the diagnostic result, a retest was ordered. Per the risk assessment, this did not meet pae reporting criteria. Technical engineer (te) reviewed the logs and agreed with ts, that there were no hardware issues and the assay was running as intended. Te noted it was possible there was cross contamination of the tube during storage or handling. Ts relayed review to customer and advised they recollect and retest. Customer agreed. Ts noted the initial sample could have been low target or mishandled. Customer understood and did not report any further issue. No further action required. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported a discrepant sample tested in the sars-cov-2 tma assay, ml: 282619, run on a panther instrument. Technical support (ts) observed sample (B)(6) was negative on the first run with and rlu of 348. The same sample was testing with another kit and the sample resulted as positive with an rlu of 1265. Ts noted both runs were valid, and the mag wash curves and flash check curves looked good. Molecular application support (mas) noted the patient tested positive using a point of contact method and a second platform. Mas confirmed the lab initially released the negative result, then corrected the result to positive. ,